Manufacturer narrative:
The report states: legal claim alleges the patient underwent revision surgery. Doi: 2007 (bilateral) - dor: (B)(6) 2008 (left side). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update 03/17/2014 - plaintiff's preliminary disclosure form was received, which identified dob information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint updated 04/10/2014.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Legal claim alleges the patient underwent revision surgery. Update: (B)(6) 2011 - litigation papers allege since the surgical implantation of the asr xl acetabular systems in her hips, patient has suffered symptoms including but not limited to swelling, inflammation, groin pain, hip pain, loosening of the device, elevated levels of metal ions and problems sitting, standing and moving up and down stairs. As a result, on or about (B)(6), 2008, patient required surgery to remove the asr xl acetabular system from her left hip and revise it with another system. Patient continues to have problems with her left hip even after revision.